Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium for which biosense webster¿s product analysis lab identified a hemostatic valve separation issue. It was initially reported by the customer that while prepping the carto vizigo¿ 8.5f bi-directional guiding sheath - medium, there was resistance when trying to advance (putting in) the dilator into the sheath. The dilator was manipulated and adjusted without resolution. There was no physical damage noticed on the sheath or dilator prior to the insertion of the dilator. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was replaced and the issue persisted with the second sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was replaced a second time, and the issue resolved. The procedure continued. There was no patient consequence. Additional information received indicated there was no occlusion when irrigating the sheath. The sheath was not narrowed, partially blocked or completely blocked although the dilator was still able to be moved through the sheath up to a certain point. The dilator was able to be removed from sheath but with heavy resistance. The customer¿s reported issue with two carto vizigo¿ 8.5f bi-directional guiding sheath - mediums is not considered to be an MDR malfunction since the potential for patient injury is remote. On (B)(6) 2022, the bwi pal revealed that the visual inspection of one of the returned devices found the hemostatic valve was found dislodged inside the hub component. This finding is considered to be an MDR reportable malfunction.

Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc for evaluation and the evaluation has been completed. The returned device's visual inspection and microscopic examination were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis insertion angle. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The dilator was introduced through the sheath once the valve was removed, and no resistance was felt. The dilator's outer diameter was measured, and dimensions were found within specifications. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer could not be replicated during the product investigation; however, the hemostatic valve dislodged could be related to this issue. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).